Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils had migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cyst ("non ruptured cyst"), gastrointestinal disorder ("colon problems"), oral disorder ("mouth problems") and abdominal pain ("bad abdominal pain"). The patient was treated with surgery (having a major surgery to deal with essure). Essure was removed. At the time of the report, the device dislocation, gastrointestinal disorder and oral disorder outcome was unknown. The reporter considered abdominal pain, cyst, device dislocation, gastrointestinal disorder and oral disorder to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: device migration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils had migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("bad abdominal pain"), cyst ("non ruptured cyst"), gastrointestinal disorder ("colon problems") and oral disorder ("mouth problems"). The patient was treated with surgery (having a major surgery to deal with essure). Essure was removed. At the time of the report, the device dislocation, gastrointestinal disorder and oral disorder outcome was unknown. The reporter considered abdominal pain, cyst, device dislocation, gastrointestinal disorder and oral disorder to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.